Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. The customer stated that the insulin pump was not working causing high blood glucose level and diabetic ketoacidosis. The insulin pump will not be returned for analysis.